Event description:
It was reported that the right ventricular (rv) lead had increased threshold, intermittent loss of capture, low r-waves and bipolar impedance is the same as unipolar impedance. Oversensing is also noted on monitor with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: s603dr competitor implantable pulse generator, (B)(6) 2011. (B)(4).